Event description:
It was reported, the fowler (backrest) may not be operating to specifications.

Manufacturer narrative:
In (B) (6), the patient's personal belongings are placed in a plastic bag on the hood underneath the stretcher. It has been determined when the fowler (backrest) is raised and lowered it sucks plastic bag into the fowler cylinder causing contamination within cylinder.